Manufacturer narrative:
Trigger lock.

Event description:
It was reported by service report that the breakaway head section will not lock into place. No patient involvement or adverse consequences are reported.